Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2018 with the following findings: review of the pump history revealed the last basal delivery was recorded on (B)(6) 2018 and the last bolus delivery was a 0.55-unit normal bolus that same day at 17:52. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. During investigation, the pump was exercised for 24 hours with deliveries being made as programmed. No errors, warnings, alarms or delivery interruptions occurred during the testing. Investigation did not duplicate the complaint and the pump was found to be delivering as intended without malfunction. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 stating on a previous call that the patient needed an ambulance at work on (B)(6) 2018 but did not give further details. The patient reportedly received treatment from a health care provider; no details were provided. The reporter alleged the pump was giving random bolus deliveries to the patient. Blood glucose levels were not reported. Troubleshooting was not able to be completed at the time of the report. Animas customer support made several attempts to contact the reporter for additional information; however, there was no response. This complaint is being reported because the patient reportedly required medical treatment associated with the pump allegedly giving random insulin boluses. If further information is provided, this complaint will be updated accordingly.